Event description:
Healthcare professional reported, "lap band system and hiatal hernia repair approximately 3 years ago. Patient presented to (doctors) office approximately 1.5 years later with upper gastrointestinal x-ray showing mild and distal esophageal dilatation. Complete unfill of band done. Follow up six months after complete unfill showed resolved dilatation. Approximately 4 months ago, repeat esophagogastroduodenoscopy showed small hiatal hernia so conversion to a vertical roux en y bypass due to history of esophageal dilation and unsuccessful weight loss."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Hernia and esophageal dilatation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.